Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump was monitored and no failed battery test alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the issue. Blood glucose level at the time of the incident was not provided. The customer also reported that he changed the device's battery and received a failed battery test two days later. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.